Event description:
Attempted stent in lad in cath lab while attempting to position the stent snagged on plaque and floated off catheter. Decision to move to elective bypass surgery at which time stent was retrieved. (Product not retained following surgical removal).